Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was surgically explanted due to suspected lead insulation damage or fracture. The physician preference was to replace the device. This electrode had exhibited 3 inappropriate shocks, due to over-sensing of noise. During the follow up appointment, the noise could easily be re-created with arm movements. Impedance measurements were low at 76 ohms (within normal range). The electrode is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this electrode was surgically explanted due to suspected lead insulation damage or fracture. The physician preference was to replace the device. This electrode had exhibited 3 inappropriate shocks, due to over-sensing of noise. During the follow up appointment, the noise could easily be re-created with arm movements. Impedance measurements were low at 76 ohms (within normal range). Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The boston scientific representative advised the original patient consent form had been completed; however, it was completed incorrectly. This device has been returned. However, per the german medical device implementation act (mpdg), a patient consent is also required before any product analysis may occur on a returned device. At this time, patient consent form, has not been received. If the patient consent is received at a later date, analysis will be completed at that time. Device technical analysis: the complaint device was returned to boston scientific. However an product investigation is not able to be completed at this time, however damage/defective has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. If pertinent information is provided in the future, a supplemental report will be submitted.